Event description:
The patient's device showed low output current, the device was not delivering the programmed current. It was also noted that the patient had a lot of seizures despite his original parameters. The device was set to factory settings and was interrogated again after three hours, and the device was able to deliver the intended output current. The device was again programmed to the original settings, and output current was again low. Settings were then lowered and the device was able to deliver the intended output current. No additional relevant information has been received to date.

Event description:
Per the company representative, the patient had a lot of seizures before vns and also after implantation. The patient's mother did not notice much difference after the vns, which is why the physician tried different settings. No additional relevant information has been received to date.